Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported getting frequent no delivery alarms during the manual prime process. The customer's recent glucose reading was 263 mg/dl. Troubleshooting was performed. Assisted the customer to check the p-cap connection, rewind and prime, but the insulin pump alarmed no delivery. Ran a displacement test and the test failed. The customer stated that she often goes through body scanner at the airport. Advised the customer that the insulin pump needs to be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The displacement test functioned properly.